Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to begin charging, the pump successfully began charging after leaving the pump plugged into the power source.